Manufacturer narrative:
Device evaluation is not necessary as the wound dehiscence is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient was referred for surgery for "vns site irrigation" and further information was received that the reason for vns site irrigation surgery was due to wound breakdown (no exposure of hardware). The surgical intervention was to preclude a serious injury, and the believed reason for the wound breakdown is related to implantation surgery. Device history records were reviewed and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No surgical intervention has been reported to date. No additional relevant information has been received to date.